Manufacturer narrative:
The event is related to a printing issue when the device is programmed in the MRI pacing mode (voo). Nevertheless, the subject pacemaker was correctly programmed in voo mode by the physician. No issue is suspected on the subject pacemaker. The complaint is recorded for trending purposes.

Event description:
Reportedly, on 24-apr-2024, the pacemaker was set to MRI mode for an MRI scan (automatic mode, voo). After the MRI scan, the MRI mode was turned off and printed by the programmer, which confirmed that the default setting was printed as aoo.